Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('toward both cornus, are embedded silver metallic coils') and device breakage ('central lumen contains a portion of the metallic coil') in an adult female patient who had essure inserted. The patient's medical history included flank pain, cholecystectomy, appendectomy, pelvic pain and pelvic adhesions. In 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy; and lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device and device breakage outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. The reporter commented: essure removal date provided in mr: (B)(6) 2011 (as per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: myometrium: pink-white, trabeculated, rubbery, measuring up to 2.4 cm in thickness. Within the posterior wall is a 1.6 cm in greatest dimension, tan white, whorled, intramural myometrial nodule. Additionally, toward both cornus, are embedded silver metallic coils which extend to the possible tubal segments. These coils measure approximately 1.3 cm in length x 0.2 cm in diameter, no additional myometrial abnormalities are noted. Possible bilateral fallopian tube remnants: the right segment is 1.2 cm in length x 0.4 cm in diameter. The left segment is 1.8 cm in length x 0.7 cm in diameter. The serosa of each is tan-white with the right side showing a few thin fibrous adhesions. Cross sections show a central lumen measuring up to 0.1 cm in diameter which contains a portion of the metallic coil. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-aug-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('toward both cornus, are embedded silver metallic coils') and device breakage ('central lumen contains a portion of the metallic coil') in an adult female patient who had essure inserted. The patient's medical history included flank pain, cholecystectomy, appendectomy, pelvic pain and pelvic adhesions. In 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy; and lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device and device breakage outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. The reporter commented: essure removal date provided in mr : (B)(6) 2011 (as per mr discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: myometrium: pink-white, trabeculated, rubbery, measuring up to 2.4 cm in thickness. Within the posterior wall is a 1.6 cm in greatest dimension, tan white, whorled, intramural myometrial nodule. Additionally, toward both cornus, are embedded silver metallic coils which extend to the possible tubal segments. These coils measure approximately 1.3 cm in length x 0.2 cm in diameter, no additional myometrial abnormalities are noted. Possible bilateral fallopian tube remnants: the right segment is 1.2 cm in length x 0.4 cm in diameter. The left segment is 1.8 cm in length x 0.7 cm in diameter. The serosa of each is tan-white with the right side showing a few thin fibrous adhesions. Cross sections show a central lumen measuring up to 0.1 cm in diameter which contains a portion of the metallic coil. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jul-2021: mr received : previously reported event "essure removed" updated to "toward both cornus, are embedded silver metallic coils". Reporter, medical history, rcc added. New event added- device breakage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. In 2009 , the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.